Event description:
While preparing a synagis injection, there was an error with the syringe: a little piece of rubber inside of the syringe broke off with the white inner tip still stuck in the rubber. Typically the plunger would come out completely from the barrel for a 1ml syringe but this is a first where the rubber stayed in the barrel and the white plastic plunger broke. So unfortunately that caused the dose to spill and had to waste that vial of synagis.